Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation in the same package making lot verification prohibitive. Visual assessment of each device showed the delivery needles are bent. No ts or suture remain on the delivery needle but were returned. Examination of the constructs confirmed t1 has been cut free and not returned. T2 and the suture show no abnormalities. The devices were functionally tested for proper actuator advancement, cycling and were found to function as intended. Per the device under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a arthroscopy acl reconstruction, when the surgeon tried to deploy the 2nd implant, the implant failed to deliver into the meniscus and was attached to the suture outside the meniscus while the surgeon withdrew the needle. Back-up device was available to complete the surgery. No patient injury reported. It is unknown if there was a delay of the surgery. The implant were removed from the meniscus.